Event description:
Covidien received information stating that the lower liquid crystal display (lcd) was distorted. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have swapped the lcd displays and the malfunction was the same. Tse recommended replacement of the graphic user interface (gui) central processing unit (cpu) and to have a covidien customer support engineer upgrade the software to the current revision. The repair has not been completed. (B)(4).